Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2022 and suture was used. During use on the patient the needle snapped on first bite while closing the peritoneum. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/26/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H6 component code: g07002 - no device problem found. Additional information requested, the following was obtained: *please confirm if the needle broke, or pulled off of the suture. *were needle fragments generated? - no, needle pulled off from the suture only, *were any portions of the needle left inside the patient? If so please describe the size (1/2, 3/4, etc). -no. H3 investigational summary: complaint sample: 1 unit of opened complaint sample foil, 2 needles and suture received for investigation for code vp2317 lot t1010. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. Returned needles were visually inspected under magnification found satisfactory. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code vp2317 lot t1010. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident codes vp2317 and lot number t1010 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 43.11 n and value at release was found to be 41.90 n which meets the average usp requirement i.e. Nlt 10.80 n. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The detected detachment of suture needle issue may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. Hence the complaint could not be confirmed. The reported incident was one and isolated case for code vp2317 lot t1010. No other event was reported for same description from other parts of country. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.